Event description:
It was reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration, the customer declined additional assistance.